Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The coil was successfully implanted in the patient and was not returned to the manufacturer for analysis. Without the return and physical evaluation of the device, the investigation is unable to determine if a condition existed that would have caused or contributed to the reported event. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during a coil embolization treatment, the coil unintentionally detached from the pusher within the microcatheter. The microcatheter was then flushed using a 1cc syringe to advance the coil to implant it. The procedure was successfully completed. The patient's condition was reported as no health damage.